Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and no issues observed during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. 8 mm permanent cautery hook instrument: the instrument was analyzed and was found to have a completely broken distal end, with a fragment measuring approximately 0.8760" x 0.1800" missing and not returned. Adjacent components of the broken grip also showed damage. The conductor wire, which is designed to attach to the distal tip, was broken. Additional observations related to the customer-reported complaint: the conductor wire at the distal end was broken and left hanging due to the completely broken distal hook. No signs of thermal damage were observed. Continuity testing could not be performed because the cautery hook was missing. The distal clevis was completely broken and missing, with the absent piece measuring approximately 0.4765 x 0.2155. The cautery hook insulator, which attaches to the cautery hook, was missing. The absent piece measured approximately 0.0835 x 0.1400.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm permanent cautery hook instrument tip and shaft was separated. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the tip and shaft were separated but loosely connected only by internal wires. There was no patient injury. The instrument did not collide with other instrument or other hard material during the procedure. No images or video recording were available for isi review. The reporter was unable to disclose the patient demographic information.